Manufacturer narrative:
Device evaluation is currently under way into root cause.

Event description:
It was reported that during the use of a pr9 "the catheter was placed in the usual fashion under tee guidance. The first dose of retrograde delivered fine. When they went to take the volume out of the balloon, they didn¿t have any to take back. They didn¿t get any blood back in the syringe either to indicate that there was a balloon rupture. They added volume to the syringe for the second delivery and it delivered okay but again didn¿t get any volume back in the syringe. Again on the third attempt they didn¿t get any volume back, added volume to syringe and delivered okay." The device was used throughout the case.

Manufacturer narrative:
Additional manufacturer narrative: analysis confirmed the clinical observation. Visual inspection confirmed a pinhole in the balloon discovered at 100x magnification. Testing was performed on the returned device and a leak was found at the proximal end of the balloon. The root cause of this complaint is unable to be determined based on the information provided. It was reported that the device tested okay during preparation therefore, it is possible that procedural factors may have contributed to this event. Trends for this issue are in control and will continue to be monitored. Manufacturing records were reviewed and there were no related non-conformances found. There will be no pra or CAPA initiated at this time. The instructions for use, training, and risk control measures are appropriate at this time.